Event description:
Pt had total knee replacement. During surgery, a drain was placed with an evacuator bulb. When drain removed, noticed tip of drain was missing. Surgeon notified and x-ray taken. X-ray showed soft tissue swelling and radiopaque foreign body in the anterior aspect of the distal femur. Pt had to return to surgery to have tip of drain removed. Pt did well and was discharged the following day. This same issue happened with another pt -dr (B)(6)- in november, but I was not made aware of it until this occurrence. The drain was used following lumbar laminectomy. Pt had to be readmitted on (B)(6) 2010, for removal of foreign body. I have no info on lot# but could possibly be the same as this incident.